Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was programmed to unipolar due to oversensing noise which was due to many atrial high rate episodes and mode switches. Following the programming changes the patient was checked during routine follow up and the atrial lead exhibited undersensing p-waves. It was further reported that no noise or oversensing was noted in bipolar configuration with isometrics and manipulation. So programming of the atrial lead in bipolar is being considered. The atrial lead remains in use. No patient complications have been reported as a result of this event.